Manufacturer narrative:
Age or date of birth: 1991. Implant date: 2014. (B)(4). No similar complaint event(s) within associated lots were found. (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo 12.1 implantable collamer lens of -8.0/3.50/096 (sphere/cylinder/axis) was implanted into the patients left eye (os) in the year 2014. Refractive surprise; refractive change over time was observed. The lens remains implanted. Cause reported as unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim# (B)(4).